Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with a threshold suspend even though his sensor glucose was 59 mg/dl and his blood glucose was 189 mg/dl. Troubleshooting was declined for the inaccurate sensor readings. The customer was advised on proper sensor calibration. No products were returned and a replacement sensor was shipped to the customer.